Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 12/09/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/15/2016 with the following findings: a review of the pump black box data revealed no unexplained pump reboots. The battery cap secured properly to the pump to maintain an electrical connection. The battery cap contacts measured within specifications. The pump was powered on and the rewind, load, and prime steps were completed successfully with no duplicated power issues. Unrelated to the complaint, the pump case was removed, and evidence of moisture ingress was found on the printed circuit board. Additionally, the battery compartment was observed to be cracked, and the bolus button cover was torn. The bolus button responded properly to user presses. (B)(4).